Event description:
On (B)(6) 2011, neurotherm received a call from a patient. The patient said, she was experiencing numbness from her bottom to six inches up her back as a result of the procedure. Neurotherm was unaware of any complications until this time. Neurotherm called her physician, dr (B)(6). Dr (B)(6) explained that this is a known possible complication and there was no malfunctions with the neurotherm generator or the second neurotherm probe. Neurotherm was originally notified about the alleged product failure on (B)(6) 2011. After the physician had placed the probe inside the patient and connected it to the generator, there was an open connection in the wiring. The broken connection was identified to be inside the probe. With this failure mode the electrode will not function. The electrode was removed from the patient and a second electrode was placed. This probe functioned as designed. Neurotherm received the broken probe on (B)(4) 2011 and confirmed that the wiring of the probe had been damaged most likely during placement. The probe was not functioning. There is no threat to patient injury.

Manufacturer narrative:
Based on the analysis of the device and the discussion with the physician, it appears that the first probe was damaged during placement. The non functioning probe is not a safety risk. The second probe was placed and functioned as designed. No further actions are warranted. Additional model # rfde-si.